Manufacturer narrative:
(B)(4). The investigation reported that after repair of the video processing unit (visub) and changing of disk and some boards the problem was solved.

Event description:
The customer reported no image due to video processing unit failure.